Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet, with nadirs in the mid-30s mg/dl and durations ranging from minutes to about two hours, despite receiving device low and urgent low alerts; the user had been trained by a trainer and subsequently stopped using the device. Symptoms included dizziness and sweating. Outcomes included self-treatment with oral carbohydrates such as juice, syrup, and candy, without medical intervention or assistance. Investigation included review of the event details and provision of troubleshooting and education by company representatives. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was related to hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.